Event description:
Literature: bewernick bh, hurlemann r, matusch a, et al. Nucleus accumbens deep brain stimulation decreases ratings of depression and anxiety in treatment-resistant depression. Biol psychiatry. 2010;67(2):110-116. Summary: the article describes the long-term effects of dbs in the nucleus accumbens in ten pts suffering from very resistant forms of depression. Reportable event: one pt attempted suicide which was unrelated to dbs. The article noted the suicide attempt was related to non-compliance of the pt (unpredictable, sudden omission of all medications and refusal to attend study visits to adjust stimulation patterns). The event was not related to parameter changes. The pt had attempted suicide prior to entering the study. The pt is now classified as a responder with stable stimulation parameters. See literature article with MFR report #3007566237-2010-02753.

Manufacturer narrative:
(B) (4) - used for suicidal ideation.